Event description:
The customer returned the unit for back to stock. Upon triage 2017-08-02, the service tech found the lcd had some ink on a portion of the screen making the display illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the display lcd had some ink on a portion of the screen making the display illegible. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.